Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were: updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Multiple MDR: 0002648920-2020-00354; 0001822565-2020-02641. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component: catalog # 00599601552 lot # 63935324; nexgen stemmed tibial component: catalog # 00598003702 lot # 64197779; nexgen articular surface: catalog # 00596203214 lot # 63769766. Cem fem/cem tib/ prlng art surf/xlpe pat: catalog # 98000200106 lot # unknown; taper plug: catalog # 00596009900 lot # 64203438; stem ext replacement screw: catalog # 00598009000 lot # 64228338. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Multiple MDR reports were filled for this event: 3007963827-2020-00156, 0002648920-2020-00298, 0001822565-2020-02046.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has been experiencing pain, swelling, and heat in the knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.